Event description:
Event description cpi received information that this endocardial lead was removed from service. The physician elected to remove the lead and the implantable cardioverter defibrillator (ICD) due to a 'lead insulation failure'. The lead was replaced with an endotak lead.